Manufacturer narrative:
The devices, used in treatment were not returned for evaluation. A visual inspection of the photos attached to the complaint confirms the drill bit is stuck on one side of the drill guide. The side of the drill guide that the drill bit is stuck in has broken off the drill guide. These devices were manufactured in 2017 and 2019. These devices exhibit signs of significant wear and use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. These devices are reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that during surgery the drill bit jammed in the drill guide whilst sitting in a plate hole inside the patient. One part got stuck on the drill bit, the other was still in the surgeon¿s hand. All parts were retrieved from inside the patient. Less than 5 minutes delay was reported and a backup device was available. No harm to patient was recorded.